Event description:
Tip of clip applier was found to have a large amount of a powdery substance and a thumb-print on it. Applier was fired (away from surgical field) and the powder came from the applier. Not used.